Event description:
It was reported that the customer experienced low blood glucose levels and bad communication between the sensor and insulin pump. The blood glucose reading was 30 mg/dl, compared with the sensor reading of 130 mg/dl. The customer treated low blood glucose with sugar and did not require calling for emergency medical assistance. He also reported sensor error alarms and crimped or bent sensor cannulas. He was advised that the sensors would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.